Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.

Event description:
It was reported that the patient was experiencing symptoms he believes are from wearing the spinalpak device. The patient began wearing the device on (B)(6) 2024 and said he began noticing bad headaches, numbness in his jaw, and his tongue ¿shorting out¿ a few hours into his treatment.

Event description:
It was reported that the patient was experiencing symptoms he believes are from wearing the spinalpak device. The patient began wearing the device on (B)(6) 2024 and said he began noticing bad headaches, numbness in his jaw, and his tongue ¿shorting out¿ a few hours into his treatment. No additional patient consequences/ further information has been reported. The spinalpak assembly was not returned for further evaluation.

Manufacturer narrative:
Corrections in b4: date of the report, b5: event description, d3: manufacturer, d1: brand name, d2a: device common name, d3: manufacturer, d4: model number, d4: serial number, d4: expiration date, g1: contact office, g4: PMA number, g6: type of report, h2, h8, h3, h4: device manufacture date, h5: labeled for single use. Additional information in d4, g3, h4: device manufacture date, h6: component, investigation type, findings, and conclusions and h10: additional narrative. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to (B)(6) medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. (B)(6) medical will continue to monitor for trend.